Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3002416487-2013-00028. This product, a myon wheelchair, manufactured in (B)(6), is not distributed in the USA. The incident happened in (B)(6). MDR report filed with the USA FDA was not necessary.

Event description:
Provider states the push to lock extension handles have broken off the wheel locks.